Manufacturer narrative:
The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by belly ache and fever. The patient was not hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated with unknown intraperitoneal antibiotics for the event. At the time of this report, the patient was recovering. Action take with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.